Event description:
It was reported that the patient presented in clinic for unrelated procedure. During procedure, the left ventricular (lv) lead was dislodged. The lv lead was explanted. Patient condition was stable.